Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer has investigated the reported ventilator on site. The air gas module was replaced to resolve the pressure transducer test issue. Moreover, the expiratory channel connector was replaced as well due to a technical error in expiratory cassette. Both parts were sent back for investigation. The provided logs confirm the pressure transducer test failure. However, it was not possible to find the expiratory cassette technical error. The returned parts have been tested in a ventilator. They passed the pre-use check. No abnormal found during ventilation for 4 hours. They passed another pre-use check after ventilation without any issue. The reported issue could not be reproduced. Therefore, no root cause can be established. The air gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The expiratory channel connector is a connector board including signal filters that is mounted in the expiratory cassette compartment. It connects to the connection board that is mounted in the expiratory cassette when the cassette is docked to the expiratory cassette compartment.